Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 300-600 (mg/dl). Manual injections were delivered to address bg levels. Reportedly, the customer is working with their health care providers to better manage their diabetes.